Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and decreased amplitude shortly after implant. There were no changes in impedance measurements observed. An x-ray confirmed appropriate lead position however the lead had lost slack. Surgical intervention was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in-service.